Event description:
The impactor is not longer able to hold the cup. No surgical delay. No adverse patient consequences. No part broken off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was returned for examination. The visual examination of the device found the tip of the device stripped. Due to the tip being stripped at the beginning of the tread, the device would not hold the mating device, confirming the reported allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this complaint was returned for examination. The visual examination of the device found the tip of the device stripped. Due to the tip being stripped at the beginning of the tread, the device would not hold the mating device, confirming the reported allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d9 device available for evaluation